Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 174, 12) type of investigation #1: 10 - testing of actual/suspected device type of investigation #3: 3331 - analysis of production records investigation findings: 174 - material and/or chemical problem identified investigation conclusions: 12 - cause traced to device design the affected sample was inspected upon receipt to confirm sticking links. An engineering investigation has been completed and design changes have been implemented to prevent recurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 28, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the arm links were sticking and binding. It is unknown if the issue caused any delay to the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.